Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the access 2 immunoassay system was generating 'vacuum under limits' errors and discovered liquid underneath the instrument. The customer stated that after inspecting inside the instrument, it appeared that the wash tower had overflowed. The customer indicated that approximately 1 liter of fluid had spilled from the instrument. The customer indicated that at least one (1) person who was not wearing appropriate proper protective equipment (ppe) for the laboratory was exposed, but no injury occurred and no medical attention was required. The customer stated that the leaking liquid was contained on the countertop underneath the instrument and was cleaned up by the customer using appropriate ppe where there was no exposure or injury to user.

Manufacturer narrative:
The customer clarified that the only fluids that were running on the instrument during this event had been contrad, citranox, and wash buffer as this instrument was in the process of a new install. A bec field service engineer (fse) was dispatched on (B)(4) 2012 and diagnosed the vacuum pump was not working properly. The fse replaced the vacuum pump and tested operation. The fse primed the instrument and performed a system check. All checks passed within instrument specifications. System repair was verified per established procedures. (B)(4).